Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a cable failure. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, there was no evidence of remarkable damage* on the appearance of the main body and the camera cable that indicated that a disconnection has occurred inside the camera cable (see details below with *). A probable cause could be that communication failure occurred resulting in image loss. However, because the current product was decomposed, it was not possible to check the image, operation, and water tightness, therefore, the root cause could not be identified. *the following were confirmed with no significant damage: ·it was confirmed that there was no damage on the electrical contact part of the video connector. ·it was confirmed that the camera cable and protector appearances were broken but that there was no damage such as deformation. ·it was confirmed that there was no deformation or cutting in the cable unit. ·it was confirmed that no water-tightness defect occurred in the camera cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found during inspection that the defect is due to a defective cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head has no image issue and it is unknown when the reported issue was observed. There were no reports of patient harm.